Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device interrogation the shock impedance measurements were greater than 200 ohms in all configurations except rv coil to can. It was noted that the patient is followed via remote monitoring and all values on that system showed in the 50 ohm range. Further review of the data found that at the last clinic visit seven months earlier the shock impedances were also greater than 200 ohms. The implanting physician did not perform defibrillation threshold (dft) testing, so boston scientific technical services (ts) recommended further testing. At this time the clinic reprogrammed rv coil to can. The cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.